Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection did not identify any anomalies. Device evaluation identified an upstream and downstream pressure sensor failure confirming the reported event. The software was set to 8.5. The pressure sensor was replaced. The circuit boards were inspected. The device was calibrated. The air-in-line sensor, alarm, connectors, display, door ajar, keypad, patient side occlusion, rate accuracy, self-test/power, and upstream occlusion were all tested and passed. The root cause was determined to be an aged pressure sensor. This was related to the previous repair. It should be noted that when this part was previously replaced it was new from the OEM. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device displayed a check IV error. There was no patient involvement. No additional information is required.